Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
On the literature article named "radiologic outcomes of intramedullary nailing in infraisthmal femur-shaft fracture with or without poller screws", it was reported that, during the treatment of patients with infraisthmal femur-shaft fractures with trigen tan nail fixation, one (1) patient who underwent nailing without poller screws presented a malunion and had 17 degrees of external rotation deformity due to initial insufficient reduction. Further surgical procedure was not required because patients did not present clinical discomfort.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. However, the authors did note the malunion had less than 17 degrees of external rotational deformity due to initial insufficient reduction and no further surgical procedure was needed because the patient had no clinical discomfort. Therefore, no further medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post-operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.